Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: patient had surgical site tumentia from (B)(6) 2012, and came to the hospital on (B)(6) 2012 and was admitted with an increasing inflammatory reaction and infection at the surgical site. The surgeon washed the surgical site emergently and conducted a debridement on (B)(6) 2012. The surgeon found the focus of infection under the skin around the skin incision of ilium. The patient became less severe with a course of antibiotics. The surgeon inserted size 10 of hybrid type from the left fifth rib to the ilium and size 7 of vertical expandable prosthetic titanium rib (veptr) of hybrid type from the left seventh rib to the third lumbar vertebra. Two blue clips and four gold one were used. Mep decreased after the operation. This report is for an unknown veptr product. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for an unknown veptr product. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.